Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing up the chemotherapy drug cisplatin with a syringe, about 5ml leaked from the connection of the vial and a bd phaseal¿ protector p53. There was no report of injury or medial intervention.

Manufacturer narrative:
Investigation results: one sample was received for evaluation. Upon visual examination, no anomaly or leak was found therefore the leak between the protector and vial could not be verified. A device history record could not be evaluated as the lot number is unknown. Based upon the visual inspection of the sample received and the investigation, we were unable to determine the root cause for this incident. Several tests and inspections are carried out to avoid faulty parts. Among others, critical to quality dimensions are measured during molding process. During assembly process, functionality test is performed. However, according to (B)(6) report, no defects were found. Protector fitted properly the vial and no leak has been found. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by (B)(4) supplier. Currently, they are molded in bd (B)(4) plant. During assembly process, the operator performs the following inspections and tests: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,5 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. During the two last test the protector needs to be connected to an injector in order to carry out them. Conclusion: according to (B)(6) report, no defects were found. DHR and retained samples cannot be reviewed as the lot is unknown. Based on the low severity and frequency of the defect (according to (B)(4)), it was determined that no CAPA is required.